Event description:
It was reported the patient passed away a few weeks ago. The cause and the date of the incident is unknown at this time. The implanting physician also does not have any information regarding the incident. The patient's device was explanted after the patient passed away. The analysis on the returned device has been completed. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.